Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The meter serial number and date of manufacture are unknown. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported on (B)(6) 2016 that her adc blood glucose meter would not turn on with the button or test strip. On (B)(6) 2016, the customer called back and stated she had not received the replacement meter(s). The customer further reported that she had not to go to the hospital ¿yesterday¿ ((B)(6) 2016) because she could not check her blood glucose and felt tired and had a headache. The customer was treated with insulin and an unspecified IV at the hospital. There was no reported of death or serious injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Sections have been updated.

Event description:
A customer reported on (B)(6) 2016 that her adc blood glucose meter would not turn on with the button or test strip. On (B)(6) 2016 the customer called back and and stated she had not received the replacement meter(s). The customer further reported that she had to go to the hospital ¿yesterday¿ ((B)(6) 2016) because she could not check her blood glucose and felt tired and had a headache. The customer was treated with insulin and an unspecified IV at the hospital. There was no reported of death or serious injury associated with this event.